Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press and required multiple presses to activate the screen. Customer¿s blood glucose level was not impacted. Technical support instructed the caller to ensure the pump was not connected to a power source and to properly press the button, which resulted in the screen turning on, although the issue persisted. Consequently, it was decided that the pump would be replaced. Customer reverted to an alternate method for insulin delivery.